Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various charging methods, including using different wall outlets and cables, but the issue persisted. Technical support resolved the situation by deciding to replace the pump; meanwhile, the customer continued to use the current pump.